Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "had an issue of over pressure occlusion on med occ - 26 psi". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, an air in line alarm was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log revealed downstream occlusion messages however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor was out of specifications. The force sensor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.